Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported hat while using bd epicenter¿ single user software there was misassociation patient to specimen misassociation specimen to test misassociation of data test to result. The following information was provided by the initial reporter. It was reported by the customer that epicenter received old patient demographics for a recycled accession number.

Manufacturer narrative:
H.6. Investigation summary: customer reporting an issue with lis communication to epicenter (444165/(B)(6)). Reviewed lis logs, and discovered lis sent data from 2018 with a recycled accession number. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported hat while using bd epicenter¿ single user software there was misassociation patient to specimen misassociation specimen to test misassociation of data test to result. The following information was provided by the initial reporter. It was reported by the customer that epicenter received old patient demographics for a recycled accession number.